Manufacturer narrative:
The following devices were also listed in this report: cat#;device name; lot#: 6260-9-028;28mm -4 lfit v40 head;29665951 unk_shc;unknown accolade ii stem;unknown it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: events regarding leg length discrepancy involving an unknown implant uhr bipolar component were reported. The events were not confirmed. Method & results: device evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: as per event details; "it was reported that the patient's left hip was converted from a hemi to a total hip due to pain and limb length discrepancy (operative side was approximately 22mm shorter than non-operative side). Stem was retained, but a femoral head and bipolar component were revised to a shell, screws, liner and head. Rep confirmed that no further information will be released by the hospital or surgeon." Date of implant recorded as approx. (B)(6) 2025 and date of explant recorded as (B)(6) 2026. The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative and revision reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The following information was provided: it was reported that the patient's left hip was converted from a hemi to a total hip due to pain and limb length discrepancy (operative side was approximately 22mm shorter than non-operative side). Stem was retained, but a femoral head and bipolar component were revised to a shell, screws, liner and head. Rep confirmed that no further information will be released by the hospital or surgeon.